Manufacturer narrative:
The reported issue could not be confirmed; however, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was that the customer experienced a low blood glucose (bg) level of 40 (mg/dl). Candy was consumed to address bg levels. Reportedly, the customer had incorrectly entered their carbohydrates count when delivering a meal bolus. Recommendation was made to consult with their health care provider to discuss diabetes management.